Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl with high ketone levels identified as dangerous by a health care provider. Manual insulin injections were used to address bg. Reportedly, the pump supplies were changed to address the issue.